Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact office, contact person -mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) troubleshot the unit and observed that the tether mechanism was damaged (internally). The fse replaced the tether assembly. All functional and safety test performed. The failure analysis and testing dept. Received tether assembly serial number: n/a with a reported unit failure of a defective tether assembly. The failure analysis and testing dept. Performed visual inspection of the part received tether assembly serial number: n/a and found that the part is not functional. Due to the defective part. The fat department cannot investigate any further. The failure analysis and testing department verified the defective part. Retaining the part in the fat dept. Per procedure. Based on the information in the complaint, the most probable root cause is failure of the doppler tether assembly. The failure was confirmed but further investigation was not performed to pinpoint the root cause further.

Event description:
N/a.

Manufacturer narrative:
The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank - b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2. Corrected field: h11 the us is not reportable, malfunction can lead to death, serious injury, serious deterioration in state of health if it were to recur- no.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) tether was defective.